Event description:
Caller states that the pt tested 4.1 inr and 2.8 inr during duplicate testing. No action was taken based on these results. No adverse event reported. Requested return of suspect device and replacement was sent.